Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir was not locking into place and that the o ring seemed to be defective. She did not recall the blood glucose reading. The insulin pump was not replaced or returned for analysis.